Event description:
During the surgical procedure, open rotator cuff repair, suture anchors were inserted and when the orthopedic surgeon attempted to release the handle from the anchor to remove the inserter shaft implant would not dislodge. This failed twice. Patient's care was not compromised. Hand suturing was completed by the surgeon due to the failure. Sales representtive was notified of the product failure. Lot#306850. According to a biomet correspondence, there was a delay of 20 minutes and approximately 10mm of bone was removed when the anchors pulled out.